Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4): no code available - this report was not associated with a human patient. The product code and lot number for this complaint are unknown. Based on the user facility information, the following is the potential product code/ lot number: product code: srox2225v lot number: 160219sd. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, and evaluation of retention samples of the potential product/lot number combination stated above. Visual evaluation of the retention samples revealed no defects. The retention samples were subjected to catheter tube and catheter hub fitting force testing and confirmed to meet manufacturer specification. Functional testing could not reproduce the reported failure. A review of the device history record was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual, sensory and functional inspections and all samples for the potential complaint lot passed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. Based on the complaint information, the catheter tube was believed to be mistakenly cut at the base of the hub causing the catheter tube that was left in the vein to become lodged into the lung tissue of the animal patient. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported sheath/catheter breakage using an unknown survet device. Follow up communication with the user facility reported: the catheter was placed on saturday ((b)(6 2016) at about 8 o'clock for dental propofol administration; the procedure continued with no issues; no leakage was observed at the site; at about 3:30 or 4 o'clock, the procedure was successfully completed and the catheter was being removed by the tech and the tech did not realize that the catheter was shifted over and slightly kinked; the bandage was cut to remove the catheter with bandage scissors parallel to animal patient's arm; when the catheter was cut, the tech noticed blood and believed the blood was possibly due to the skin being cut by mistake; later, when the catheter was believed to be cut (at the base of the hub), the tech thought it may have been dropped on the floor or stuck to the tape. However, it could not be found; the doctor was notified and the animal patient was sent to emergency; it was reported that the catheter tubing was located to be lodged in the lung tissue of the animal patient; the animal patient is on the blood thinner, with no symptoms as of (B)(6) 2016; it was reported that the animal patient is currently being monitored and the decision for further treatment will be made by internist and cardiac specialist. Additional information was reported on 9/28/2016: the pet currently does not have any symptoms (no pneumonia, no abscess). The catheter was still in the lungs of the animal patient. No surgery is planned unless the symptoms appear.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results of the returned opened unused sample. (B)(4). The actual device was not returned to the manufacturing facility for evaluation, however, one opened unused sample from the complaint lot was returned for evaluation. Visual inspection revealed the unit label was broken and scratches inside the protector were noted. Magnification revealed no anomalies or defects. Visual inspection of the retention samples from the potential reported product code and lot number revealed no anomalies or defects. The catheter tube testing for tensile strength was conducted and confirmed to meet manufacturer specification. The retention samples and the returned unused sample were subjected to catheter tube and catheter hub fitting force testing and confirmed all samples met manufacturer specification. Functional testing could not reproduce the reported failure. A review of the lot history record of the potential lot was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection, sensory and functional evaluations and all samples for the potential complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.